Event description:
It was reported that there was a coupling problem. It was noted that in the last couple of days prior to the date of this report the patient had not gotten a good connection. It had happened the last 3 times the patient had tried to charge. Normally the patient would get 6-8 bars and was now getting 0-2 bars. The patient had not had any falls or traumas and there were no changes to the pocket site or the implantable neurostimulator (ins). There was no change in the patient¿s weight and the patient was still able to communicate with the programmer. After 3 attempted tries the highest she was able to get coupling bars shaded was 6. A few months later it was reported that the patient had not been able to get their device to charge. Stimulation was on and verified to be on via the programmer. The last time the patient charged was (B)(6) 2014 and it had worked fine. On (B)(6) 2014 the recharger would show an active charging screen with the flashing battery but the patient would not get any coupling bars. It was noted that this had happened before. Patient tried using an antenna locate feature to get coupling bars and the patient was able to get the top number from 48-50 by pressing the antenna harder over the implantable neurostimulator and angling the paddle. Following stopping the antenna locate and activating a charge session the patient would get the same results, an active charging screen with no coupling bars. The patient had received a recharger antenna replacement on (B)(6) 2014 and still had blank coupling bars. The patient was able to connect with the patient programmer and the programmer was showing the implantable neurostimulator (ins) battery low. The patient had notified her healthcare professional. The patient had received a new recharger and an antenna locate feature only got up to 42 along with not good coupling and the patient went into the healthcare professional¿s office and their recharger was not working either, 0 coupling bars. They were able to feel the implant, it was in the right side of the chest and was not real deep, there was about a quarter inch or more of tissue over it. An x-ray was going to be done if the replacement that the patient was to receive on (B)(6) 2014 did not resolve the issue. X-rays were negative but it had sounded like the healthcare professional had confirmed that the ins was flipped. No patient outcome was provided. Further follow-up is being conducted to obtain this information and a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0ads4, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that the device was confirmed to be flipped via an x-ray and neurosurgeon evaluation. The cause of the flip was unknown. The device was flipped back manually. The patient had recovered without permanent impairment. The patient was doing well and was able to charge the ins.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0ads4, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension.